Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 16:44, the result was >33.3 mmol/l and at 16:46 the result was 12.47 mmol/l. There was no allegation of an adverse event.